Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was obtained: after attaching the anvil to the device, the adjusting knob would not turn and device could not be closed. The anvil was removed and reattached to the same device, the device then was able to be closed and fired. The surgeon felt that the device did not fire completely. He felt that not all the staples were present as a lot of bleeding occurred, more than normal. The amount of blood loss was not known, however no transfusion was required. The surgeon completed by over sewing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen lying in the surgical field? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? Did the post-operative care change based on the bleeding? What is the current status of the patient?

Event description:
It was reported that during a gastric bypass procedure the device misfired, on the second try it fired. The anastomosis was bleeding. The doctor over sewed the anastomosis to stop the bleeding. The bleeding was minimal and no additional blood products were required. The procedure was completed with no patient consequences reported.